Event description:
No additional information was provided.

Manufacturer narrative:
Correction: annex a code changed from a0504 to a050401. H10: one sample model 11532269 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water, and a leak was seen coming from the outlet port of the filter. An air under water pressure test showed a steady stream of bubbles coming from both filter vents. The let was then laid out to dry for over 24 hrs to see if the hydrophobicity of the membrane came back. The hydrophobicity of the membrane was restored. The cause of the leakage is most likely due to the medication compromising the hydrophobicity of the membrane. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following verbatim: it was reported by customer that patient did not get full dose of drug and had to wait for doctor to reorder a new dose so pharmacy could re-make.